Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 87-year-old male patient, the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's reported that the device was powered on quickly using the auxiliary port, which is not believed to have contributed to the event. Minimal details were available, and the battery used (sn unknown) was discarded. The customer does not maintain spare batteries or a structured battery management program. On 12/4, a zoll representative visited the site to review battery practices and recommend improvements, during which several aged batteries were identified and replaced. Based on the customer communications and the site visit, the cased will be closed as battery-management related. Analysis for reports of this type has not identified an increase in trend.